Manufacturer narrative:
Product analysis (B)(4) :manufacturer's analysis was unable to confirm the customer comment that the programmer display became black. There was an error in the software log. The programmer was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a patient check, the programmer display became black. The programmer was returned for service. No patient complications have been reported as a result of this event.